Event description:
It was reported that the patient experienced "pain and no stimulation sensation". The patient also stated that he had a "patient programmer that never worked" and that his device was last checked about 2 years ago. It was discussed that the patient may need surgical replacement due to the depleted unit. The patient stated that he saw the "end of service" (eos) or "end of life" (eol) message and that the internal neurostimulator (ins) battery had been dead for 2 months. It was noted that the patient had previously reported in (B)(6) 2012 that the battery was dead. The patient stated that when the device was working, he had to increase the stimulation in order to get relief, but then that made it difficult for him to walk. It was further noted that the patient had an infection in his right knee and that he needed a replacement to get rid of the infection. The patient stated that he may have neuroma on his left leg and that he had a debridement. The patient requested information about MRI compatibility guidelines. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 7495-51 lot# serial# (B)(4), implanted: 1995 (B)(6), explanted: product type extension product ID, 7433 lot# serial# (B)(4), implanted: 1995 (B)(6), explanted: product type programmer, patient product ID, 3487a lot# l34377 serial# implanted: 1995 (B)(6), explanted: product type lead. (B)(4).

Manufacturer narrative:
Review of this MDR received shows that there is no information to reasonably suggest that the device or therapy may have caused or contributed to a death or serious injury or that the device in the report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received a consumer regarding the patient who was implanted with a neurostimulator for phantom limb pain. It was reported that the patient had some relief from the stimulator, but he was still suffering from pain and is still on narcotics. The patient has already had his device checked and it is at end of service. The patient was looking to get a replacement device. There were no further complications reported or anticipated.